Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate loss of power. Physio did observe that the device exhibited an excessive voltage drop at the connector contacts of the battery wire harness and power pcb connectors which can cause the device to either shutdown unexpectedly or cycle power unexpectedly. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be due to excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off when attempting to transmit 12 lead ECG data. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
After further evaluation of the available information including the device and electronic downloaded records, physio-control determined that the cause of the reported issue was due to an intermittent connection to the batteries most likely caused by loose kepnuts.

Event description:
The customer contacted physio-control to report that their device powered off when attempting to transmit 12 lead ECG data. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.